Manufacturer narrative:
Updates/corrections made to b1, b5, d1, d2, d4, h6.

Event description:
It was reported that the patient implanted with this male sling underwent a surgical procedure to implant an artificial urinary sphincter (aus) for unspecified reasons. No patient complications were reported. Additional information was received indicating the patient was implanted with an aus due to recurring incontinence approximately 5 years after implant of the male sling.

Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) as it stopped working as expected secondary to fluid loss. The implanted aus was removed and a new device was implanted. There were no patient complications. The explanted components are not expected for return as they were discarded following the procedure. A supplemental report will be submitted should additional information be received or upon device return and completion of analysis.